Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient with a large physique had impella 2.5 pump inserted in the left femoral during an electro physiology procedure due to patient condition worsening. The patient experienced bleeding during the procedure. Patient's blood pressure decreased and required blood products. Amount of blood given was not provided.